Manufacturer narrative:
Attention: officer (B)(6). Date: august 17, 2018 subject: response to FDA request for initial report. FDA follow up letter dated: 04/26/2018. Manufacturer reference number: (B)(4). Product description: carto® 3 system. This is a response to the FDA¿s letter dated april 26, 2018, regarding a report of a product problem with the following event description: it was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto 3 system where pacing was occurring from both pacing ports at the same time. Initially, the physician was confirming the left superior pulmonary vein isolation and pacing with a lasso catheter. While this was happening, it was noted that pacing started from the second pacing port as well, where a duodecapolar catheter was plugged in. The physician then started to pace with the duodecapolar catheter, and the lasso started to pace as well. The procedure was successfully completed by using alternative channels. No patient consequences were reported. A field engineer came and switched out the 1 and 3 ECG cards, and found that the issue could be reproduced, albeit backwards. As a result, an issue with one or both of the ECG cards was suspected. When pacing is being conducted through undesired channels, there is a risk that the disorganization of the electrical signal could mislead the physician, possibly leading to an adverse event. As a result, this event is MDR reportable. After reviewing the event information provided by the FDA, we matched this event to our database by FDA manufacturer report number, event date, event description, hospital information and device (model and catalog number). We have verified that this event is in the biosense webster, inc. (Bwi) complaint database with manufacturer reference number: (B)(4) reported to the FDA initial report. Please provide the results for any investigation, evaluation, and/or failure analysis, including underlying cause identification, relevant to the reported event. Please include: (1) an explanation for the reason for this occurrence based on your follow-up with the reporting facility or individual, (2) a complete description of investigation and analysis methodology(ies) used, (3) an identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved, and (4) any conclusions reached based on the investigation and analysis results. Response: a field service engineer (fse) checked the system and was able to reproduce the issue. The ECG card was replaced, which resolved the issue. The system was left operational and ready for clinical use. The replaced ECG card was sent to the device manufacturer. The device manufacturer reported that the customer complaint was confirmed. It was found that the issue was caused by a damaged optocoupler, which had high leakage between drain and source (pins 3-4). Replacement of the damaged component resolved the issue. A device history record (DHR) review was performed by the manufacturer, and no anomalies were noted in the manufacturing or servicing of this equipment. The customer complaint was confirmed. What actions has your firm taken to address this problem? Response: management is notified of failure analysis results using monthly complaint trend reporting. Please provide the results of risk management activities completed by your firm which address the reported device problem. Indicate the frequency and severity of the hazard, cause(s), and the applicable control(s) implemented to mitigate the hazard. Response: as the carto 3 system is capital equipment, the sales of the consumable product used in conjunction with this hardware are used to calculate an occurrence rate for this issue. The occurrence rates for unwanted pacing issues is (B)(4). The severity of the issue is listed as sl1. Typically, pacing issues of this nature are caused by switch or software malfunctions. The patient interface unit has direct leads for the pacer that are not affected by software. Please provide a complete list of medical device reports (mdrs) that you have determined are related to this same problem/issue. Please identify how many complaints (i.e. From all sources, including but not limited to field service records, repair history records, etc.) That your firm has received in the past 2 years that are related to this same reported device problem. Response: there have been 9 mdrs (including this complaint) reported to the FDA in the past two years related to this same problem/issue. The following manufacturer report numbers were submitted: 3008203003-2016-00032, 3008203003-2016-00033, 3008203003-2016-00048, 3008203003-2017-00011, 3008203003-2017-01012, 3008203003-2017-01010, 2029046-2017-01019 and 2029046-2018-01426. Please provide the total number of devices manufactured, distributed and, if available, used per year over the last three years for the medical device identified in the medical device report. Please indicate the proportions distributed in the us and outside the us. Response: there were (B)(4) manufactured in the last three years distributed over the last three years: row labels: 2015, 2016, 2017, 2018, grand total. Ous: (B)(4). Us: (B)(4). Grand total: (B)(4). Please provide where in the IFU is this issue addressed. Response: page 58: if stimulation is routed to a specific connector, and then a template that does not include that connector is selected, stimulation will continue. Page 42: ensure that each stimulation channel is routed to a single destination. In particular, ensure that the channels used for stimulation by the carto® 3 system are not connected in parallel to both the front input sockets and the iceg out interface. Additionally, in the stimulation functionality ¿ stimulation routing through the carto® 3 system section, it is stated that the end user must verify the stimulation signal capture prior to starting a stimulation protocol. Manufacturer's ref. No: (B)(4). Attachment: [carto 3 IFU.pdf].

Manufacturer narrative:
Manufacturer's reference number: pi1-1jqiur5 it was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto 3 system where pacing was occurring from both pacing ports at the same time. A field service engineer (fse) checked the system, and was able to reproduce the issue. The ECG card was replaced, which resolved the issue. The system was left operational and ready for clinical use. The replaced ECG card was sent to htc (the device manufacturer). Htc reported that the customer complaint was confirmed. It was found that the issue was caused by a damaged optocoupler, which had high leakage between drain and source (pins 3-4). Replacement of the damaged component resolved the issue. The history of customer complaints associated with carto 3 system # (B)(4) was reviewed. 1 out of 5 additional reported complaints may be related to the reported issue. A device history record (DHR) review was performed by the manufacturer, and no anomalies were noted in the manufacturing or servicing of this equipment. The customer complaint was confirmed.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant medical products: lasso catheter, model and lot numbers unknown; duodecapolar catheter, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto 3 system where pacing was occurring from both pacing ports at the same time. Initially, the physician was confirming the left superior pulmonary vein isolation and pacing with a lasso catheter. While this was happening, it was noted that pacing started from the second pacing port as well, where a duodecapolar catheter was plugged in. The physician then started to pace with the duodecapolar catheter, and the lasso started to pace as well. The procedure was successfully completed by using alternative channels. No patient consequences were reported. A field engineer came and switched out the 1 and 3 ECG cards, and found that the issue could be reproduced, albeit backwards. As a result, an issue with one or both of the ECG cards was suspected. When pacing is being conducted through undesired channels, there is a risk that the disorganization of the electrical signal could mislead the physician, possibly leading to an adverse event. As a result, this event is MDR reportable.